Event description:
The event is reported as: needle broke during use. No pt injury and all parts retrieved from pt. This happened twice with no pt issues. Second incident reported MDR# 1044475-2011-00070.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.